Event description:
It was reported, the pt is not experiencing adequate pain relief. The pt indicates, she does have stimulation. The sjm representative recommended reprogramming, but the pt declined. The pt is considering having her scs system explanted. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.